Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that while he was attempting to perform a blood glucose test by inserting the test strip into the port of the contour next one meter, it created a spark. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. The meter switched on as expected and displayed all segments. The customer service mode was run to check the functionality of the meter. The meter was then tested with the contour next test strips and contour next control solution as well as breeze 2 control solution to simulate blood, which gave a satisfactory performance. The meter was observed under the microscope to identify anything that would cause the meter to spark. There was no debris or any other issues visible under the microscope. The meter did not spark at any time with the test strip insertion.

Manufacturer narrative:
The suspected contour next one meter was further evaluated and it was verified that the battery of the meter, off-current, on-current, the appearance of the printed circuit board, and startup that was aged 24 hours in the environment of 40 degrees celsius at 85% relative humidity was functioning properly. The issue could not be reproduced.